Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon with a por (power on reset) condition. They saw this message 5 days ago. The patient was experiencing a loss of therapeutic effect. The patient was using the bathrooms 4-5 times in the nighttime. Getting up to use the bathroom. Started one week ago. The patient was traveling and was currently visiting daughters and will be there for 2 months. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# va01dyk, implanted: (B)(6) 2012, product type: lead. (B)(4)